Event description:
On (B)(6) 2016, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. It was reported that a type ii endoleak was considered to have been identified at the time of the initial procedure. In 2023 (exact date unknown), aneurysm enlargement and aortoenteric fistula due to type ii endoleak were observed. In 2023 (exact date unknown), the patient underwent aneurysmorrhaphy. During the procedure, a pseudoaneurysm was formed from the proximal edge of the rlt281414j due to clamping of the proximal part of the rlt281414j. Detailed information on treatment of the fistula was not available. On (B)(6) 2023, the patient underwent re-intervention using the chimney technique to repair the pseudoaneurysm. Two aortic extender endoprostheses were implanted from just below the superior mesenteric artery (sma) to the bifurcation of the rlt281414j, and gore® viabahn® vbx balloon expandable endoprostheses were implanted in the bilateral renal arteries each. The patient tolerated the procedure. The physician reportedly stated the following: the type ii endoleak was left untreated, which was the cause of the event. I think I should have treated the type ii endoleak at an earlier stage.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: code - d12: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.